Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead with the helix fully extended was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within product specification. Visual analysis of the lead found no anomalies with the exception of damage consistent with procedural damage.

Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination via x-ray imaging revealed lead dislodgement and loss of capture was also noted. The ra lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.